Event description:
The implant failed due to pt health habit and poor oral hygiene. Fixture was placed at # 27 and removed after 2 mos. Bone graft material was used. Prosthetics attachment (bridge). Poor oral hygiene. Poor bone condition.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. Conclusion: based on our inspection and test results, the returned product has been found to be within specifications. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, pt bone condition, pt oral hygiene, or pt behavior. See scanned pages. See scanned pages.